Manufacturer narrative:
Biosense webster lasso catheter, biosense needle, event date unknown.

Event description:
This event is being reported based on the condition of the returned device.

Manufacturer narrative:
The device was returned due to catheter withdrawal difficulty and sheath tip damage. The sheath soft gray tip had been torn, consistent with the reported catheter withdrawal difficulty. The sheath tip damage is consistent with material degradation of the sheath. How or when the degradation of the sheath occurred remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.